Event description:
A customer reported encountering ongoing intermittent occlusion alarms. There was no adverse impact on the customer's blood glucose level. Initially, the customer resumed insulin delivery after acknowledging the alarms. The issue was ongoing, with more frequent occlusions occurring during bolus delivery, and attempts to resolve it through cartridge and site changes provided only temporary relief. After exhaustive troubleshooting, tandem technical support replaced the pump.